Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had pain at the pump site and a significant need for oral baclofen. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. Surgery was scheduled to replace the catheter and reposition the pump on (B)(6) 2021. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2021; product type: catheter; h6: device code a26 no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that the patient underwent a catheter replacement on (B)(6) 2021. The physician was unable to aspirate the old catheter from the side port. There were no obvious kinks or breaks in the catheter and it was difficult to see if the catheter was still remaining in the intrathecal space due to extensive instrumentation present from previous fusions. The majority of the old catheter was removed, however removing the distal end of the spinal segment was not possible without extensive dissection. The physician opted to leave it in place and tied off the end proximal to anchor. A new catheter was placed and free flow of cfs was noted. The old catheter was discarded as it was cut in several sections to allow for removal.